Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a battery out limit on the insulin pump. Customer stated that the insulin pump's keypad was not responding. Blood glucose level was 129 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm. Insulin pump received intermittent button response due to corroded keypad traces. Insulin pump received with minor scratches on display window. Insulin pump received with cracked case display window, cracked battery tube threads and cracked reservoir tube lip.